Event description:
It was reported that the clinician attempted to insert the intra-aortic balloon (iab) catheter into the sheath introducer, which had been already inserted in the patient's artery. However, the balloon catheter became stuck inside the sheath introducer in spite of following the IFU and maintaining the one-way valve and a vacuum on the balloon catheter using a syringe in the kit. The hospital removed both the sheath and balloon catheter together and inserted a new set into the right femoral artery. There was no problem using a new balloon kit. The hospital complained that the repetitive situation occurred for two days. This hospital has been using arrow iab catheter for a long time and "we have trained the hospital staff regularly."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.